Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in. Please refer to update statement dated (B)(6) 2015 in the field. No further follow up is planned. This report is associated with 1819470-2015-00078, since there is more than one device implicated evaluation summary a consumer reported that a male patient's humapen luxura device was not dispensing medication. He experienced hyperglycemia. Initially the call center was able to successfully troubleshoot the device, but the consumer called back stating the device was not dispensing medication. The call center performed troubleshooting again, but was unsuccessful. Investigation of the returned device (batch (B)(4), manufactured (B)(6) 2013) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is evidence of improper use. The consumer reused needles and did not prime the device. This may be relevant to the complaint of hyperglycemia.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to inform an adverse event and a product complaint, concerns a 04 years old light brown male patient. The medical history included diabetes. Patient did not use any concomitant medication. The patient received human insulin (rdna origin) nph (humulin n) and human insulin (rdna origin) regular (humulin r) via syringe, four times a day, divided as: at 6:00am he used 4iu of nph and 2iu of regular; at 12:00pm used 1iu of nph and 2iu of regular; at 6:00pm he used 1 iu of regular and at 7:00pm he used 4iu of nph. All applications were subcutaneously (on arm, thigh and buttock), for the treatment of diabetes, starting on unknown date. On an unspecified date, unknown time after starting human insulin nph and regular, patient felt a lot of pain on his legs when the insulin was injected with syringe and patient cried a lot. The reporting consumer believed that was not related to the insulins, but to the number of times patient was pierced with the needle and also with the size of the needle that was bigger. It was reported that when using the insulins via syringe, the glycaemia of patient was controlled. Patient recovered from the injection site pain and cry when started using de pen device. On (B)(6) 2015, patient started using humapen luxura burgundy (batch number (B)(4) to injected human insulin nph (batch number (B)(4) and humapen luxura champagne (batch number (B)(4) to inject the human insulin regular (batch number (B)(4). Since switching to pen device, the patient was presenting hyperglycemia. The glycaemia of patient got to 400, 700, 900 (units not provided) and then glycemia was so high that measuring device was unable to measure. The hyperglycemia was considered serious by the company due to its medical significance. The reporting consumer did not known if the hyperglycemia was due to the fact that the physician had decreased the dose (from 6iu nph and 2iu regular to 4iu nph and 1iu regular), if the device was defective or if the operators were injecting wrongly. Patient had not recovered from hyperglycemia and did not receive any corrective treatment. During tests performed with call center, consumer followed the instructions and noticed that both pens were working perfectly. On (B)(6) 2015, unknown time after started insulin nph and regular treatments, the reporting consumer complained that the pen device (batch number (B)(4) was not releasing human insulin nph on the moment of application and this was causing hyperglycemic events on the patient. No information was provided regarding exams. Treatment with both insulins was continued. Mother and aunt of the patient operated the devices. The mother was trained by a physician and then trained the aunt. The operators changed the needle daily, so they reused the needles. The device models and the reported devices had been used for 6 days. All the devices pens and the cartridges of human insulin nph and regular will return to analysis. Both devices were returned on (B)(6) 2015 and no malfunction was found. The reporting consumer did not relate the injection site pain and crying with insulins and devices, but related to the syringe and the thick needle, and related the hyperglycemia with insulins. Update (B)(6) 2015: additional information received on (B)(6) 2015 (twice) from another reporter was processed within the initial case entry. Edit (B)(6) 2015: upon internal review on (B)(6)2015, the pc numbers of the devices pen were added on the narrative and on the correspondently field on the case. Non medicament significant for the case. Update (B)(6) 2015: additional information received on (B)(6)2015 from the global product complaint database added the device specific safety summary, manufactured date, and return date for both devices; updated the malfunction field to no for both devices; updated the medwatch and EU/ca fields for both devices; and updated the narrative. Update (B)(6) 2015: upon review, this case was opened to update the medwatch fields.